Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. Subsequently, the device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.